Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/19/24 a beta bionics clinical diabetes specialist (cds) was made aware by a clinic's certified diabetes educator (cde) that an ilet user experienced a low blood glucose (bg) event resulting in seizure. The date of the event was not reported. The cde had rescheduled the user's follow up appointment for 11/26/24 for further evaluation, as the user was not currently using the ilet system. Multiple further attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.